Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the femoral artery. The target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The 2.75x24mm promus element stent was deployed and post-dilated with a 3.0x15mm non-bsc nc balloon. Following post-dilation it was noted that the implanted stent was fractured and deformed. The damaged stent was treated with the deployment of a 3.0x12mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device codes # 1059 and 1260 relate to component code # 515 device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).